Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences random pocket heating regardless of stimulation and the area is tender. The physician revised the pocket site and the ipg was buried deeper. Follow-up revealed the patient's issue has resolved.